Event description:
It was reported that the patient received inappropriate therapy shocks due to a dislodged lead. The lead was dislodged due to twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.